Event description:
Healthcare professional reported left side pain, rupture, fat necrosis, and deformity confirmed via MRI and ultrasound. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ necrosis: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fat necrosis", rupture.

Event description:
Healthcare professional reported pain, rupture, fat necrosis, and deformity, confirmed via MRI and ultrasound. This record is for left side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ necrosis: unable to observe as it is a medical event that is not related to the device. ¿ breast pain: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported pain, rupture, fat necrosis, and deformity, confirmed via MRI and ultrasound. This record is for left side. Device has been explanted and replaced with another manufacturer's device.